Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving bu pivacaine (30mg/ml at 17.019mg/day) via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the patient had received end of service (eos) a week before (B)(6) 2018. The patient came in on (B)(6) 2018 and the pump was in motor stall. The pump was replaced on (B)(6) 2018 and upon interrogation noted there was a motor stall and tube set messages. The hcp stated the pump stalled approximately 6 weeks prior to (B)(6) 2018. It was unknown if the patient recently had an MRI. No symptoms were reported. There were no further complications reported at this time.